Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis; reported as a ¿peritoneal infection¿. The physician reported that the cause of the peritonitis was a break in aseptic technique which was not further described. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified treatment for the event. Pd therapy continued during the treatment. It was not reported if the patient was retrained on the proper aseptic technique. At the time of this report, the patient was recovered from the event. No additional information is available.